Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient was stable throughout.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. Failure event observed during analysis. The device was received with normal telemetry communication and normal output. Functional tests were performed, and no anomalies were found. Longevity assessment found the device was operating at the elective replacement indicator (eri) voltage consistent with normal usage. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. Device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.